Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and down arrow keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/11/2014 with the following findings: during investigation, the keypad was found to be torn over the up arrow and down arrow buttons. The up arrow and down arrow buttons were intermittently unresponsive during testing. The ok and contrast buttons responded appropriately. The keypad cover was removed and contamination was found under the up arrow, down arrow, and contrast button contacts. The down arrow button contact was inverted. Unrelated to the complaint, evaluation revealed a dim, discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.